Event description:
It was reported that the left ventricular (lv) and the right ventricular (rv) lead had high capture thresholds. The patient opted to not replace the leads and they both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk implantable biv defibrillator, (B)(6) 2011; 694758 implantable defib lead, (B)(6) 2011; 5076-45 implantable pacing lead, (B)(6) 2011. (B)(4).